Event description:
It was observed that during the device evaluation, the flex video scope exhibited a gap in the adhesive section between the plastic cover and tip body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.